Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, during an active sensor session, the continuous glucose monitor (cgm) sensor malfunctioned and ceased providing glucose readings. At that time, the cgm displayed no values, while capillary blood glucose measurements indicated a reading of approximately 390 mg/dl. The reporter was unable to specify the exact duration between the onset of the sensor issue and the development of symptoms; however, both occurred on the same day. As the patient¿s condition progressed, the patient experienced nausea and vomiting. The patient was transported to a hospital on (B)(6) 2026. Upon arrival, a blood glucose level of 575 mg/dl was recorded. Ketones were detected; however, there was no confirmation that the patient was in diabetic ketoacidosis (dka). Additional diagnostic evaluations, including bloodwork and urinalysis, were reportedly within normal limits, with the exception of ketone presence. The patient received treatment with intravenous insulin and antiemetic therapy (zofran) to address hyperglycemia and associated symptoms. The patient was monitored for clinical stabilization, including improvement in blood glucose levels and resolution of symptoms. The patient remained at the healthcare facility from (B)(6) 2026 to (B)(6) 2026; however, the duration of stay exceeding 24 hours could not be confirmed. At the time of discharge, the patient¿s condition was reported as stable and feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.